Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed a warning message during interrogation. No magnet tones could be elicited.